Manufacturer narrative:
(B)(4). Date of event: only event year know: 2022. Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Cancer, proximal rectum. What surgical procedure was performed? Anterior resection. Are photos available? No photos are available. How was the distal transection on the rectum completed? Using contour, cs40g. Was the distal transection staple line fired through with the circular stapler? Yes. Did the patient receive any preoperative chemotherapy or radiation? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Colo-rectal surgeon, new device user, fired powered cdh approximately 5 times prior to this procedure. Multiple in-services of the device have been provided along with support during cases. The surgeon is comfortable with the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Can more information be provided on the staple formation as it was reported ¿malformed staple with an unformed staple leg¿? The malformed staple was visible in the distal resected donut that was seen during routine donut inspection. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No, no issues. What confirmation was received that the device completed the firing sequence? A green check mark was visible. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 half turns. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Complete transection of the washer was visually confirmed. Were the donuts inspected? If so, please describe. Yes. Both donuts were fully intact. Is the ileostomy temporary or permanent? Temporary diverting ileostomy. How was the leak addressed? Conservatively with percutaneous drain and diverting ileostomy. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that an anastomotic leak was identified post op day 5, and it was suspected that the leak had developed within 24-48 hours post op. It was reported that there was a malformed staple with an unformed staple leg in one of the donuts identified intra-op during the initial procedure, and a few bubbles were noted in the initial air leak test. Three subsequent intra op air leak tests were performed via rigid sigmoidoscope, and no air bubbles were seen. The initial air bubbles were suspected to be from air trapped in the pelvis. An intra op endoscopy was performed to visually inspect the anastomosis, which was intact. On post op day 5 a leak was confirmed via CT and the patient was brought back to the or for a diverting loop ileostomy procedure. The leak was on the posterior aspect of staple line and was noted to be approximately 1.5cm. The patient is stable and recovering in hospital, and a percutaneous drain will be placed. CT scan and reoperation was required. The re-op was a diverting loop ileostomy, and a percutaneous drain will also be placed in the near future.